Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right ventricular (rv) lead exhibited noise oversensing. Which resulted, pacing inhibition. And as a resolution, the rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.